Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare representative that the head strap on the front of a bc303-05 bonnet has split. This was found after four days of use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint bc303-05 bonnet was returned to fisher & paykel healthcare in (B)(4) and was visually inspected for the reported damage. Results: visual inspection revealed that the brushed nylon layer of the front strap has peeled off the polyurethane foam backing. The strap is composed of a polyurethane foam sandwiched between two layers of brushed nylon. No damage was observed to the foam. A lot check revealed no other complaints of this nature. Conclusion: the root cause of the damage to the front strap on the returned bc303-05 bonnet cannot be determined, but the customer has confirmed that the problem was found after four days of use on a patient after being opened and closed three to six times a day, so rough handling by the user is a possible cause. This is the only complaint of this nature for the bc303-05 bonnet.